Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, two unknown particles were observed embedded on the bottom base of the chamber. Based on the data from the investigation, the reported defect was confirmed. Possible root causes include a discontinuity in the process that resulted in some parts having embedded spots. This issue is part of the residual risk of the process, leading to the release of parts with embedded black spots. Additionally, embedded spots may already be present in the raw materials. The number of defects is within the residual limits of the current process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description. Red flake sin drip chamber. Detailed inquiry description. Hi (B)(6), we found a product issue with a b.braun infusomat space pump IV set, ref#490100, lot# 0061949999. It was found with red flakes in the drip chamber. I have the product for inspection, please let me know how to handle for investigation and replacement. User comments: b braun IV tubing has red flakes in drip chamber. Lot: 0061949999 exp 7/16/27. Tubing was not used on patient. Noticed red flakes when spiking saline bag. Tubing and package is in the cath lab holding.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.